Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: article titled, outcomes at a single center after subintimal arterial flossing with antegrade-retrograde intervention for critical limb ischemia.(B)(4).

Event description:
It was reported through a research article titled: "outcomes at a single center after subintimal arterial flossing with antegrade-retrograde intervention for critical limb ischemia" identifying supera peripheral self-expanding stents that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article.

Manufacturer narrative:
(B)(4). In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the supera instructions for use as known potential adverse effect patient effect. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.